Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm. Date of issue is an approximation. The reaction was located on the under the sensor adhesive tape and was described as red, bumpy and irritated. The patient's mother stated that she took the patient to see the doctor approximately one week after issue date on (B)(6) 2016 and was prescribed a steroid cream, triamcinolone .5%. The skin reaction subsided after three days. At the time of contact, the patient was stable. No additional event or patient information was provided. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly. Labeling indicates: the dexcom system is a single patient use device (meaning you can't share the components with others) for people 2 years or older with diabetes.